Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the cartridge alarm and instructed the caller to remove the cartridge and deliver a 9-unit bolus, which completed successfully. The caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.